Manufacturer narrative:
Philips service replaced the lateral image storage pc and hard disk spare part, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot up due to a lateral image storage pc malfunction on an allura xper fd10/10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.